Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system had a syncopal episode a week prior to visiting the clinic, and right ventricular (rv) lead loss of capture (loc) was suspected. The rv threshold measurement earlier in the week was 1.4v, however the rv threshold measurement was 2.2v in-clinic. Electrogram (egm) review revealed episodes containing oversensed noise. It was noted that the patient was pacer dependent. Chest x-rays were performed, but no cause was determined. This pacemaker system remains in service, and the patient will continue to be monitored at this time. No additional adverse patient effects were reported.